Event description:
Information from ae regulatory system: at around 9:00 a.m. On (B)(6) 2025, when extracting fluid with an insulin syringe for vitreous puncture in ophthalmology, a foreign matter was found on the cannula of the insulin syringe. The insulin syringe was immediately replaced and the operation was performed again. The operation was successfully completed. Surgery was delayed by this foreign matter, it may cause infection at the surgical site and there is a risk of infection. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: the foreign matter is a black filament. Material code: 328421. There is a photo and a sample, and a email customer response is needed. Sample availability: yes. Sample availability details: picture/video available and physical sample.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.